Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that about 20 days after the dental implant was installed in intraoral region #25 it was verified its non-osseointegration. Thirtytwo ncm of primary stability was achieved and immediate load was executed.